Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed error code 46510 which typically indicates a downstream occlusion, meaning the pump has detected a blockage or restriction in the fluid path after the pump itself. There was no patient involvement.

Manufacturer narrative:
One device was returned analysis of complaint of system failure error 46510, which typically indicates a downstream occlusion. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. During power-up testing, complaint was confirmed. Probable cause was a software issue and software was updated. Device passed all testing.